Manufacturer narrative:
A service visit was performed on (B)(4) 2013. Upon power up of the instrument, the low pressure gauge reading was approximately 127 psi. After about 20 minutes of warm-up, the gauge was reading 124 psi which would be outside of the required 125-130 psi range for proper balloon inflation. The regulator was adjusted to read 129 psi and the console was tested. All tests were good after multiple inflations with two catheters. Even after 4 hours of the console running, the gauge was consistent at 129-130 psi.

Event description:
The cryoconsole was being used for the first time on (B)(6) 2013 and was failing to keep the cryoballoon properly inflated. After 30 to 40 seconds and the cryoconsole would show system notice message 22406 (the balloon is deflated). Cables and the cryoablation catheter were replaced but the problem persisted. Technical support was called and it was determined that the low pressure regulator required adjustment (the regulator was reading 120 psi). The procedure was aborted and a service visit was scheduled. No adverse event occurred.